Event description:
Information was received that a smiths medical level 1 hotline low flow system became unscrewed from the knob portion pole clamp. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical level 1 hotline low flow system was returned for analysis with a broken pole clamp, wear and tear damaged closure, front cover, plate clip and line cord and a cracked tank cover. During analysis, the reported problem was able to be duplicated. It was noted that customer use damaged the pole clamp and was the cause of the reported issue. Service replaced the pole clamp to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.